Event description:
It was reported that implantable neurostimulator (ins) replacement was performed for both sides on apr-7th. The left ins is set in the range of advanced mode 3.0v to 4.0. It was previously set to advanced mode, but this was the first time out of regulation (oor) occurred. There was frequent oor occurrence when adjusting with the patient programmer (pp). If the intensity was reduced, oor intermittently occurred. The battery voltage in the left ins battery during ins replacement on apr-7th was 3.11 v. As of apr-9th, it has rapidly decreased to 3.01. Premature battery depletion was suspected. The patient was also concerned about the oor occurrence and is getting anxious. The patient's device settings were: 3.4v, 210's, 1635 ohns, 130 hz/pps,bipolar +3-1. Factors that may have caused the oor is the effect that the pulse width is 210's, which is larger than the general 60's. However, since this setting has not b een changed since before, it is unknown why oor only appeared this time. Regarding the battery voltage/depletion, it was known that it tends to decrease easily until 2.9v range at the beginning of implantation, but it is unknown if it will decrease to this level within 2 days. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that in the report the impedances varied widely, with bipoles ranging from 8244 ohms for pair 2/3, down to 571 ohms for 0/1. It was an unusually wide range and the value could mean damage to either the extension or lead, and the oor could be from an intermittent short. As for battery longevity, a calculation was done with one set of the parameters of amplitude: 3.4v, pulsewidth: 210 usec, rate: 130hz, therapy impedances 1635 ohms, and read eri: 2.72 years, and eos 2.97 years.